Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: during investigation, there were loss of primes observed in black box; force readings do not reach zero. The rewind, load, and prime steps performed successfully. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. No loss of primes occurred during testing. The pump was opened; no damage found to force sensor circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.